Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 18717213; model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patients leads had migrated. The patient will undergo a lead revision procedure. No device malfunction suspected.